Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a critical pump error. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced but did not return the device for analysis.

Manufacturer narrative:
The insulin pump was received with critical pump error (open book image) alarm and pump error alarm due to the force sensor flex cable incompletely plugged in. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. The insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.